Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: e1 (event site telephone). Due to character limitation in block e1: event site telephone: (B)(6).

Event description:
It was reported that during use, intra-aortic balloon (iab) dilator did not fit tightly.

Manufacturer narrative:
Additional information: due to characterization limit e1 event site full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b3, b4, e1 (initial reporter), e3, g3, g6, h2, h4, h11. Corrected fields: d1 (brand name), d4 (version or model #, catalog #, unique identifier (UDI) #), d10, h6 (investigation findings).

Event description:
It was reported that during use, intra-aortic balloon (iab) dilator did not fit tightly. No harm.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: b5, d7a, d8 should be empty, h6 medical device problem code the customer reported when using the mega 8f 50cc balloon, it was found that the exterior of the 8f arterial sheath and the dilator did not fit tightly, making it unusable. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.